Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that they were hospitalized due to high blood glucose level and diabetic ketoacidosis on (B)(6) 2020. Customer¿s blood glucose level was 1000 mg/dl at the time of hospitalization. Customer was treated in intensive care unit for 2 days. Customer was assisted with troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.